Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, ¿capsular contracture, baker grade IV¿. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade IV.¿ device has been explanted and replaced.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases and 1 opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported ¿capsular contracture baker grade IV¿. This record is for the right side. The device has been explanted and replaced.